Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that while in the cath lab, md inserted sheath via femoral artery. Iab was prepared per instruction. As md was advancing iab through sheath, it became stuck. As a result, iab and sheath were removed as one unit. Md inserted another brand without incident. There were no reported patient complications.